Event description:
It was reported the patient broke the cemented stem at the base of the mrh femur. Surgeon proceeded to place a gmrs distal component and stem. Retained the tibial component. No other information per hospital protocol.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.